Manufacturer narrative:
Examination of the reported device was not possible was it was not returned. A search of the complaints databases finds no other reports against the product/lot code combination since its release to distribution. A review of device history records finds 100% acceptance of the 50 piece lot to the inspected aql level. No product problem has been identified. The manufacturing lot code of ah0808 indicates a manufacture date of august 2008. The item has been in distribution for four years. Previous investigation found the item was used in a manner not found in the surgical technique. The root cause is attributed to user error. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The 2 degree tibial varus/valgus recut block requires a 3rd pin to stabilise. This pin angles from ap and from inferior to superior. The sawblade cut through the pin causing the distal 2cm to migrate into the popliteal fossa. An image intensifier was required to locate the 2cm of the pin which was sawn off and it was subsequently recovered and removed from the popliteal fossa. Reported 45 minute delay to surgery time.